Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated an inaccurate amount of units for the amount of grams entered into the bolus menu. Review of the pump settings showed that the customer's pump time was set incorrectly, and based on the current pump time, the recommended bolus amount was accurate. Tandem technical support assisted the customer in adjusting the pump time. Blood glucose level was 142 mg/dl.